Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument was grasping tissue when the resident pulled the instrument out. The tips of the tenaculum forceps instrument were no longer able to be opened. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the myoma was taken off from the tenaculum forceps instrument using other robotic instruments. The instrument was pulled out while attached to robot arm forcefully including trocar as were unable to pull instrument out of trocar. The procedure was completed with monopolar curved scissors and fenestrated bipolar forceps instrument, and laparoscopic instrument. The tenaculum forceps instrument was inspected prior to use and no damage was found. The procedure being performed was robotic myomectomy. The reported issue occurred while the tenaculum forceps instrument was holding the myoma while other instruments were dissecting the surrounding tissue off the uterus. The issue did not occur after a system faulted. The target tissue was myoma. The instrument jaws were stuck on tissue. The surgeon was not able to successfully open the jaws intraoperatively and release the tissue. The jaws were not able to be opened. The release key mechanism was attempted to be used. Another instrument was attempted to be used to pry open the jaws. The instrument was removed from the jaws, the tissue pulled out using other robotic instruments. An instrument was forcefully removed from the robotic arm with instrument still inside trocar. The trocar was removed with the instrument and the tip was still out other end. The customer was unable to remove instrument from trocar outside of body due to uneven tip/shaft not able to pull through. There was no adverse effect to the grasped tissue or unexpected tissue removal. There was no bleeding or blood transfusion. The procedure was completed by taking the myoma was basically separated from uterus, removed by placing in catch bag and taking out from bag by morcellating. There was no patient injury. The procedure delay was about 20 minutes.

Manufacturer narrative:
Based on the claim against the product by the customer noting failure to unclamp, an investigation is in progress to determine the cause of this reported event. An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the tenaculum forceps instrument failed to unclamp. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.